Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump turned off and when the customer got the pump to turn back on, the pump gave a continuous alarm tone. Additionally, it was reported that the pump touch screen was unresponsive and not functional. The customer's blood glucose level was 388 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.